Manufacturer narrative:
The unknown stapler reload has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, shavings from the blue stapler reload(s) allegedly fell inside the patient and were not retrieved. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was alleged that tiny specks of the blue stapler reload fell inside the patient. The customer reported that the shavings were too small to retrieve and the site believed it would not cause any harm. The site confirmed that they did not recall ¿anything amiss with the staple reload prior to or after firing.¿ the fragments allegedly fell inside the patient and were not retrieved. The initial reporter was not able to provide any additional information nor confirm which system was used nor date or details of the procedure.